Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm drive count/time values or changes incorrect for moving or coasting. Customer's blood glucose at time of incident was 120 mg/dl. Customer stated they are not able to rewind the pump. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The pump passed the self-test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. No pump error 37 was noted during testing. However, the pump error 37 alarm was found in the pump history files. The motor may have had and intermittent failure that was not detected during our testing. Moisture damage was found on the electronic assembly during visual inspection. The motor was tested outside of the device and it passed. The pump was received with a scratched case, keypad overlay texture damage, a cracked select button keypad overlay, a pillowing keypad overlay, and minor scratches on the lcd window.